Event description:
The customer observed a falsely elevated architect free t4 result for a 66 year old female patient. Additionally, the customer noted an elevated impression with the quality controls. The following data was provided: sid (B)(6) initial result was >5 ng/dl, repeat = 1.2 ng/dl. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated architect free t4 result for a 66-year-old female patient. Additionally, the customer noted an elevated impression with the quality controls. The following data was provided: sid (B)(6). Initial result was >5 ng/dl, repeat = 1.2 ng/dl no impact to patient management was reported.

Manufacturer narrative:
Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints did identify an increase in complaint activity for lot 56001ud00, however, no related trends were identified regarding commonalities for complaint lot number and issue. In-house testing was unable to be performed as the lot has expired. Device history review did not identify any non-conformances or deviations with the complaint lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect ft4 reagent lot 56001ud00 was identified.